Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Event description:
Impella cp was inserted via the left femoral artery in a 38-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions shock stage c. No comorbidities were noted. During support, an air in purge system alarm was reported. Deairing steps were performed but were unsuccessful. The purge cassette was subsequently changed. However, a purge system open alarm was then observed. At that time, purge flow was approximately 30 milliliters per hour and purge pressure was approximately 29 millimeters of mercury. Further assessment identified purge fluid leaking from the purge arm at the filter connection. The purge solution consisted of dextrose five percent in water with 25 milliequivalents per liter of sodium bicarbonate. Decision was made to explant the impella cp. The device was successfully weaned and explanted on day 3 of support and the event was associated with purge system leakage and alarm conditions.

Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.